Event description:
Per the clinic, the patient experienced pain with stimulation, and the issue could not be resolved. The device was explanted (B)(6) 2015.

Manufacturer narrative:
(B)(4). Analysis not completed.

Manufacturer narrative:
This report filed april 6, 2015.